Event description:
It was reported the pt was experiencing pain at his ipg site with and without stimulation. The pt's ipg was replaced with a new one. Ref MFR reports 1627487-2014-08423 and 1627487-2014-08424 for lead issue.

Manufacturer narrative:
(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.